Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by the medtronic indicated that the insulin pump was damaged at the back of the battery compartment. Customer reported that the reservoir did not completely lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No traces of moisture were noted at electronic assemblies or motor assemblies per visual inspected. Device received with cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly.(B)(4).